Event description:
On 07/08/2008, the patient reported that over the past 5 weeks, he has experienced 5 bent cannulas resulting in elevated blood glucose of 384 mg/dl. He stated that on one occasion the cannula became cracked as a result of the bend. Today his infusion site became wet and his blood glucose elevated to 250 mg/dl. He stated that he feels tired and thirsty. He changed his infusion site and bolused 2 units of insulin for every 20 mg/dl over 120 mg/dl to lower his blood glucose. The patient changes his infusion sites every 3 days and he has not noticed any scar tissue or hard areas. The patient was sent an infusion set insertion device and information on infusion site management. Upon follow up on six days later, the patient reported his blood glucose had retuned to normal (80-100 mg/dl). The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.